Event description:
It was reported that during patient treatment, the anesthesia workstation generated alarms for low fio2 and high airway pressure. There was no patient harm. (B)(4).

Event description:
Manufacturer´s ref #: (B)(4).

Manufacturer narrative:
It was reported that the distributor visited the hospital to investigate the anesthesia workstation (system). The fresh gas modules (o2, air and n2o) were replaced and this solved the reported problem. The anesthesia workstation was successfully tested and returned to clinical use. The device logs covering the event were downloaded and sent for evaluation. The replaced gas modules were not returned. An evaluation of the received logs and a screen dump from the event, confirm the reported issue. Our conclusion is that oscillations, initiated by the nozzle unit in the air gas module was the cause of the reported issues. The oscillations, depending on in which gas module they occur, may lead to deviations such as lower or higher oxygen concentration, lower or higher n2o concentration, decreased agent concentration, increased airway pressure, noise or vibrations and visual deviations on the flow and pressure curves on the user interface. Alarms to notify the user will be generated if any of the events occur. The alarm for high airway pressure result in the activation (opening) of the fresh gas safety valve and this will automatically force the system into its expiratory state, avoiding over-pressure situations. If the system detects an inspiratory oxygen concentration below a certain level, it will initiate several actions to mitigate the situation. The gas mix is set to air/o2, the fresh gas flow and oxygen concentration are both adjusted.